Event description:
The report indicated that the pump battery was not charging. Blood glucose level was unaffected, remaining within normal range. The customer was advised to plug the pump into a different outlet for charging, and upon follow-up, the battery was fully charged. A new cable and adapter were sent, and the customer was advised to clean the usb port.